Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited increase of thresholds and also reported that the original (at implant) threshold was high, impedance was low and the attachment of the tines to the heart was weak. The ipg was turned off and replaced with a transvenous ipg. No patient complications have been reported as a result of this event.